Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment with vancomycin injection (1gm, intraperitoneal, stat, discontinued) and amikacin injection (500mg, intraperitoneal, stat, discontinued), followed by reflin injection (1g, intraperitoneal, in one bag, discontinued) and amikacin injection (100mg, intraperitoneal, once daily, ongoing). Pd therapy was ongoing. At the time of this report, the patient recovered from the events, ten days after hospital admission, the patient was discharged. No additional information is available.